Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1056t, competitive implantable pacing lead, (B)(6) 2006; 7120, competitive implantable tachy lead, (B)(6) 2011; 1488tc competitive implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) was "moving around" in the patient's chest. The device was removed and replaced with an implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.